Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported front tooth had chip a little on the corner. The patient's dentist noticed that first left tooth from the middle is somewhat loose. This is the most crooked tooth and she's concerned that it has been moved too quickly.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.